Event description:
It was reported that the sealed end of the groshong cv line became disconnected from the line, leaving the exposed end dangling against the pt. The pt clamped the line to prevent blood loss. Blood cultures were taken once line repaired. Pt was given IV antibiotics when the line appeared infected the next day. All blood cultures were negative.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.